Event description:
It was reported by service report that the bed had no motor controls. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler set screw out of adjustment. Conclusion: set screw re-adjusted.